Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis; therefore, a failure device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as: 212134265-2014-05702 and 2134265-2014-05624. It was reported that an automatic pullback failure occurred. The unknown target lesion was mildly calcified and mildly tortuous. During the percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter in order to visualize the unknown target lesion. The physician attempted to perform automatic pullback, however, pullback failure occurred. Consequently, when the physician removed the opticross¿ imaging catheter from the patient, it was further noted that the shaft of the device was kinked. The physician did not feel any resistance when using the device. The procedure was then completed using another of the same device. No patient complications were reported and the patient is in good status.